Event description:
On nov. 23, 1999, pt with a tracheal z-stent was presented to the facility. One of the struts is broken and threatens the innominate artery. The pt has not yet been operated on. Pt's condition is good, but remains critical.